Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
The user facility reports during a distal radioulnar joint arthroplasty procedure on (B)(6) 2013, the electric pen drive and hand switch for electric pen drive operated in the locked position and then stopped working completely. Reportedly the procedure was delayed approximately 3 minutes while a spare device was retrieved. The spare device was used to complete the procedure with no further problem. No harm to the patient was reported. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that the hand switch for electric pen drive will not work couldn't be confirmed. The device was tested and the complaint wasn't duplicated. Placeholder.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).